Manufacturer narrative:
Additional information: during subsequent follow-up with the reporter, additional information was provided. It was reported that the implant date was (B)(6) 2014. It was further reported that a spare device was available for use. The reporter stated that the patient was a non-smoker. The patient was doing well post surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported by (B)(6) that the while using the sawblade device with battery handpiece device and lid for battery handpiece device, it was observed that the device started to run slow. It was further reported that the user believed there may be a ¿defect¿ with the trigger or the lid. It was reported that the event occurred during an unspecified surgical procedure or after surgery. There were no delays to the surgical procedure. It was not reported if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed cannulation and leakage. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.